Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 29, 31) occurred with multiple cartridges during the load process. There was no reported adverse impact to the customer¿s blood glucose due to the reported issues. Reportedly, the customer had manual injections available as alternate insulin therapy.